Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation

Event description:
It was reported that the pump seemed to pump air and you could see how the reservoir volume decreases, but the liquid doesn't move forward in the set. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Visual inspection: the one complaint returned unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to the procedure. No damages or other defects were detected on the sample. Functional testing: functional test cannot be performed since during the set for accuracy test the program showed the following message: test stopped. The pump is not delivering. The test was restarted, and the same issue appeared. Complaint was confirmed due functional test cannot be performed since the pump is not delivering. The sample was tested to measure the height of the pump tube arch and determine if is under or out of specification. The sample passed the arch height tube measure; the pump tube height was 0.0634 in. The root cause investigation identified flow stop feature differences between arm occlusion molded parts as the major cause factor. In particular, stack up of dimensional differences between the pressure plate and flow stop arm provided of extra compression of the tube. When combined with worst-case tube positioning that contributes compression, this causes non-delivery or under delivery failures. A corrective and preventative action has been opened to address the reported issue.